Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lead migration leading to ineffective therapy. Additionally, the ipg was inoperable ipg. To resolve the issue, surgical intervention was taken to explant and replace the lead and the ipg. Therapy was restored.